Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: norway.

Event description:
It was reported that during surgery, the unit ran at a low speed even though the button was not pressed. They had to replace the o-ring and tried a different air tube with same results. The air tube had to be removed to stop the device. Another device was used to complete the surgery. There is no patient impact or delay reported. Due diligence is complete. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined that the motor rpms were low, button did not work, and the lever and springs were deformed. The hinge gasket was damaged. The lever, spring, hinge gasket, motor, and poppet were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.